Manufacturer narrative:
The reported events of inadequate capture and noise oversensing were not confirmed by analysis. The reported event of a failure to extend helix was confirmed by analysis. As received, a complete lead was returned in one piece. Final analysis found that the helix was bent and clogged with blood/ tissue. The inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and noise oversensing. Medical imaging confirmed that the rv lead had dislodged. During the explant procedure, there was difficulty extending the helix. The rv lead was explanted and replaced. The patient was stable.